Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 500 mg/dl. The customer stated that they had issues with an infusion set. The customer declined to troubleshoot for high blood glucose. The customer stated that the issue was resolved by infusion set change. The insulin pump will not be returned for analysis.